Manufacturer narrative:
Unit passed rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty fsr (gold). The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.